Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with movement during inspection. No blade misalignment or physical damage was detected. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument's tip cover accessory fell off during a procedure. The procedure was completed without injury. Isi followed up with the initial reporter and obtained the following additional information: the tip cover did not fall inside the patient. There was no damage found on the tip cover. The tip cover was properly placed, and no arcing was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.